Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the cannula pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: found one pen needle detached and stayed in inner shield inside the outer cover. Caller cant remember if she used this pen needle for injection.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the cannula pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: found one pen needle detached and stayed in inner shield inside the outer cover. Caller cant remember if she used this pen needle for injection.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.